Event description:
Hosp advised that, during q.c. Testing in the biomedical engineering dept, this pump alarmed and displayed error code 407 when it was powered up. This was an out of box failure and the pump was not on a pt.